Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that since the patient got the implant on (B)(6) 2025, nothing had changed for the patient's symptoms and that the patient kept peeing all over themselves as if they didn't have the implant. The caller stated that since the implant the patient's baseline symptoms were still the same. Nothing happened. The caller stated they'd upped the stimulation twice now and the patient felt a fluttering/tingling down in their private area and they wanted to know if they needed to turn it up more or what. The patient services reviewed the role of patient services with the caller as well as device description/function, therapy expectations and stimulation and programming considerations with the caller and redirected the caller to follow up with the patient's managing health care provider (hcp) about their symptoms. The caller stated that the patient didn't have an appointment with the patient's hcp until 6 weeks post implant and they stated the patient couldn't wait that long. The caller was going to call the hcp office to ask if they could switch programs. They may call back for further assistance.  Additional information was received from the patient's representative on (B)(6) 2026. They reported that the device was not helping the patient's symptoms. The caller said the patient was still peeing to bed and getting up all hours of the night. The caller had changed the device on every different setting over the past few months and it was still "vibrating". At the time of the call the patient said they weren't feeling stimulation. The agent reviewed how to increase stimulation. The patient was redirected to their healthcare provider to further address the issue.